Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and the patient line of the amia cassette. The event was further described as ¿the transfer set was stuck in the amia cycler patient line." This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.